Event description:
It was reported that the lead had increasing impedance and oversensing. The device was noted to beyond end of life as it could not be interrogated. The lead was capped and replaced, and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
A correction has been made on the device (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. (B)(4) the device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.